Manufacturer narrative:
Report required by FDA for eua. In section h6, a correction was made on the health impact code from 4640 to 2199 due to lack of information on follow up testing. In section c, the initial report missed to note that the test product is not a combination product.

Manufacturer narrative:
Report required by FDA for eua. Investigation not complete at time of report. Follow-up report to follow completion of investigation. This is a retrospective report due to challenges implementing esg.

Event description:
User reported false positive result. No additional information relating to follow-up testing was provided.